Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon interrogation it was discovered that the right ventricular (rv) lead had a rv bipolar lead impedance warning back on (B)(6) 2015 due to low pacing impedance. It was noted that the patient had a spinal procedure that same day and that may have had something to do with the low impedance warning. Additionally, the rv sensing trend was inconsistent, but patient appeared to have complete heart block (intermittent escape beat of 33 beats per minute). Testing and troubleshooting was performed and revealed that the rv lead sensing, impedance, and thresholds were within normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this indicated that the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. It was noted that the rv pacing impedance had single decrease to less than 200 ohms week of (B)(4) 2015. The impedance before and after single week has been stable at approximately 450 ohms. Additionally, there was a rv bipolar lead impedance warning on (B)(4) 2015.